Event description:
Report 2 of 2 received from an int'l affiliate of a catheter detaching from the hub. The report reads: in a pt with a medical history of chronic obstructive pulmonary disease (copd) two 22gauge abbocath t were placed in the e.r. To administer unspecified medication. Reportedly, the nurse placed the catheter in the pt's forearm and the catheter detached from the hub. The nurse then placed another abbocath in the pt's other forearm and the same event happened. The vascular surgeon was consulted. According to the vascular surgeon report "two abbocath are palpable on both pt's forearms subcutaneously, it is not necessary for any intervention to remove them from the pt". The pt is reported to be doing well. Though requested no add'l info was provided.